Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments were returned for evaluation and two medical images were provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture , migration and identified deformation due to compressive stress, material separation and naturally worn issues as a circumferential split was noted approximately 5.4cm from the distal end of the cath-lock and a complete circumferential break was noted approximately 6.0cm from the distal end of the cath-lock and the provided images also confirms catheter break and migration. The edges of the circumferential split were jagged and the surface of the break were appeared granular. The edges of the circumferential break were jagged and the surface of the break were appeared smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years post port placement through the right internal jugular vein, the catheter allegedly broke and the distal segment migrated to the cardiac cavity. However, the port body and the distal catheter segment was removed and replaced with another port. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device was returned for evaluation and images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that five years post port placement through the right internal jugular vein, the catheter allegedly broke and the distal segment migrated to the cardiac cavity. The port body and the distal catheter segment was removed and replaced with another port. The patient status was unknown.